Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that entire drawer won't open. A field service engineer reseated latch sensor. Customer confirmed drawer is functioning properly. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system primary six cubie drawer did not remain closed. A customer has indicated that there was a delay in this case due to the nurse's efforts to administer medication to the patient. It is important to note that the patient's care level is classified as moderate in this instance. Additionally, there has been no harm to the patient associated with this case. There were no adverse events or injuries reported based on this event.